Manufacturer narrative:
Prismaflex st60 set has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Initial reporter phone number:  (B)(6). Facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex st150 kit, a crack in the connector was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information added to h3, h6 and h10. H10: the actual device was not available; however, photos and a video were provided for evaluation. Their visual inspection observed that the return blood header was broken. The reported condition was verified. The cause was related to mechanical shock during transportation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.